Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon follow up with the reporter, it was reported that the device(s) separated into two pieces while drilling the cranial hole. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: cutter device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that three cutter devices broke when the doctor was drilling a hole. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the tip of the cutter device was broken and had black discoloration on the tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient irrigation during the procedure which caused the discoloration and excessive lateral side to side force causing fracture which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.